Event description:
It was reported that the ilet bionic pancreas touchscreen did not respond to touch when the user attempted a meal announcement, after which the device was restarted and the screen was cleaned, allowing normal navigation without issue. Symptoms included no reported adverse physiological effects. Outcomes included no alarms and no need for medical intervention. Investigation included remote troubleshooting and user education on device restart and screen cleaning. Investigation of this case revealed a transient touchscreen responsiveness issue that resolved after restart and screen cleaning, with no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with intermittent user interface responsiveness that resolves with basic maintenance and power cycling.

Manufacturer narrative:
Initial.